Manufacturer narrative:
This report is for an unknown constructs: ex-fix / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ruschenschmidt, m., et al (2019), external versus internal fixation for arthrodesis of chronic ankle joint infections -- a comparative retrospective study, foot and ankle surgery, pages 1-7 (germany). This retrospective study compares the outcome of external fixation versus retrograde intramedullary nailing in septic ankle arthrodesis. A total of 71 patients were included in this study. 38 patients (24 males and 14 females) with a mean age of 57 years underwent external fixation using an unknown synthes external ao frame. Average follow-up lasted 18 months. The following complications were reported as follows: 52 patients had an infection that was permanently resolved after arthrodesis, whereas re-exacerbation occurred in 19 patients. 3 out of 11 patients reached consolidation in the presence of a sole multidrug-resistant pathogen. 7 did not. 9 out of 16 patients reached osseous fusion in the presence of a bacterial spectrum with at least 3 different pathogens. 7 did not. 21 patients with external fixation where arthrodesis failed, a second arthrodesis was performed during follow-up with a change to intramedullary nailing in 18 cases. Of these cases, nine patients achieved osseous fusion after an average of 29 weeks. 3 patients underwent amputation during follow-up due to recurrent infection. This report is for an unknown synthes external ao frame. This is report 1 of 1 for (B)(4).